Manufacturer narrative:
The insulin pump was received with no unexpected motor error alarms noted; passed displacement, rewind, basic occlusion, prime/a33, occlusion and excessive no delivery tests. The motor was tested outside of the unit and passed. The insulin pump has minor scratches on the lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.